Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. No testing could be performed to evaluate the incident reported due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device. When clipping the cystic artery the clips were scissored. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.